Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely with their implantable cardioverter-defibrillator that had ventricular over-sensing. Programming changes were made on 04 mar 2021 and the issue resolved. The patient was stable.